Event description:
I started using the efferdent power clean crystals product to clean my nightguard. I had an adverse reaction to the persulfates in the product. The intensity of the allergy grew from itchy mouth/throat to mouth irritation and temporary low blood pressure. Amount: 1 packet per day. Dates of use: (B)(6) 2012. Event abated after use stopped: yes.